Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, it was found that the front panel lights failed due to a system failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-190, evis exera iii xenon light source did not recognize endoscopic ultrasound scopes. The problem, as reported to olympus, was identified during preparation for use for a therapeutic endoscopic ultrasound procedure. The intended procedure was cancelled and rescheduled. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿front panel lights blinking¿ was reproduced. It appears to have occurred due to malfunction of the device as accumulation of dust and rust are confirmed inside the unit. Other incoming inspection findings were as follows: will not recognize eus scopes but recognizes gastro scopes (not reproduced); front video connector dusty and has signs of rust; xenon light has reached it maximum hours; dust accumulated inside the unit. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿8.1 care: do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center; when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result; do not soak in water, autoclave, or gas sterilize the video system center. These methods will damage it; do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched. After using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely.¿ olympus will continue to monitor field performance for this device.